Event description:
The article, "Prosthetic Valve Thrombosis: Fibrinolysis, Surgery, or Percutaneous Manipulation?" was reviewed.This research article is a retrospective single-center experience to evaluate the management of prosthetic valve thrombosis (PVT) and assess the outcomes of three treatment strategies: fibrinolytic therapy, surgical valve replacement, and percutaneous manipulation of prosthetic valve leaflet/discs. The devices included in the study were St Jude Mitral Valve and Medtronic Hall. The article concluded that prosthetic valve thrombosis was common in females with atrial fibrillation, low output and subtherapeutic international normalized ratio INR. Streptokinase (STK)-based fibrinolysis showed great results in thrombosed St Jude's mitral prosthesis. Percutaneous transcatheter manipulation of prosthetic disk is an alternative modality in high surgical risk patients. Valve replacement surgery was safe and life-saving in patients with thrombolysis failure. "[The primary and corresponding author was Shankar Machigar, Department of Cardiology, Bombay Hospital and Medical Research Center, Mumbai, Maharashtra, India, with corresponding e-mail: shankar.machigar@gmail.com.]"This study included patients who were identified with PVT from 01 January 2021 to 31 January 2023. A total of 20 patients were included in the study, of which 80% (16) patients received an Abbott device. The median age was 43.5 years. The gender distribution was equally 50%. Comorbidities included atrial fibrillation, heart failure, angina, heart block, stroke, pulmonary hypertension, and rheumatic heart disease.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant informationLiterature attachment: Prosthetic Valve Thrombosis: Fibrinolysis, Surgery, or Percutaneous Manipulation?B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.